Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is having headaches, lighheaded and dizziness, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is having headaches, lighheaded and dizziness, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found evidence of white particles in the keypad of the top enclosure, on the rear panel, and inside the iso port of the rear panel, unknown contaminant with mineral deposits were also on the inside of the iso port . An internal visual inspection was completed by the manufacturer and found evidence of unknown dust contaminant on the top enclosure. Unknown contaminant on the sd flip door, small amount of white particles on the front panel, as well as an unknown dust contaminant and dark discoloration, small amounts of dust contamination on the rear panel, as well as a dark, unknown contaminant to the rear panel and the bottom enclosure, unknown dust contaminant with mineral deposits on the rear panel o-ring, blower, blower seal, and blower box, liquid ingress on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 5 instances of e-53 and 2 instances of e- 200 on the error logged. The manufacturer concludes the contaminates found were consistent with liquid ingress on the blower and blower box, small amounts of dust contamination on the rear panel, white particles in the keypad of the top enclosure, on the rear panel, and inside the iso port of the rear panel, and unknown contaminant with mineral deposits were also on the inside of the iso port and blower box, unknown dust contaminant on the top enclosure. Unknown contaminant on the sd flip door, small amount of white particles on the front panel, as well as an unknown dust contaminant and dark discoloration, unknown contaminant to the rear panel and the bottom enclosure, unknown dust contaminant with mineral deposits on the rear panel o-ring, blower, blower seal, and blower box were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.